Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hypoglycemia with blood glucose of 2.2 mmol/l. Current blood glucose was 5.6 mmol/l. Customer reported symptoms like tiredness, weakness as a result of low blood glucose. The customer was treated with food and glucose tablets for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using the auto mode feature at the time of event. Customer did not allege insulin pump was over delivering. The insulin pump will not returned for analysis.